Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin squirting out during manual priming. The customer also stated that the device's piston continued to move forward when it should have stopped. The customer reported changing the set and had the same problem. Blood glucose level at the time of the incident was 121 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.